Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the device was found to be in backup vvi. The patient presented with muscle stimulation. A device download was successfully performed.

Event description:
New information received notes that the device function was normal and no patient issues were observed.